Event description:
User facility requested repair of an ambulatory infusion pump due to "constant alarming air-in-line when infusing". No patient involvement was reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump shows the pump was in good condition. Use testing was performed. The customer complaint was confirmed. Service replaced the air detector. The root cause is defective component of the air detector. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found., corrected data: g7, previously submitted 18-sep-2018